Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The insulin pump was received with cracked case at display window corners and reservoir tube lip. The insulin pump was received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm when attempting to bolus. The customer's blood glucose was 180 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.